Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, the pacemaker was found to be in backup vvi mode due to event queue overflow. There was no patient consequences.

Event description:
New information received notes that the device was successfully restored and reprogrammed to normal settings. The patient was stable.